Event description:
The pt's device was in a power on reset (por) condition. The cause of the por was unk. The pt reported she stood up from her "easy chair" (which was not electric) when the event occurred. The only electrical field the pt was close to at the time of the event was a tv remote and a portable phone. The device was interrogated with an 8840 programmer and returned to normal function. An impedance check was run and no out-of-range numbers were found. The pt's stimulation returned just as she had set it. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.